Manufacturer narrative:
Date sent to the FDA: 8/16/2021. Additional b5 narrative: it was reported that the patient experienced recurrent incisional hernia following surgery.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2010 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2013 during which the surgeon noted there were extensive, dense adhesions involving the previously placed mesh and the mesh had pulled away from the anterior abdominal superiorly. It was reported that the patient experienced scarring, mesh contraction, severe pain, nausea, chills, inflammation, loss of appetite, stress, and anxiety. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 2/17/2021. Additional information: d4, h4. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.